Event description:
International affiliate reported that a nurse found the reservoir attached to a drain placed into the douglas fossa expanded with air two hours post surgery. The reservoir was examined and no issues were detected. It was the opinion of the nurse that there was a cut or slit in the drain which allowed it to draw air so it was removed from the patient's body.